Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the samples. During examination of the sample, silicone was found on the catheter tip. However, silicone is not considered a foreign matter particulate since it is a part of our manufacturing process. Silicone is applied to our product as a lubricant to assist in the insertion of the product during use. During the lubrication process excess silicone can build up in the catheter and appear as a particulate. A quality alert was generated to inform manufacturing personal of the failure and to increase awareness to prevent reoccurrence. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using theb d saf-t-intima¿ IV catheter safety system, the device experienced foreign matter within the fluid pathway. This event occurred two times. The following information was provided by the initial reporter. The customer stated: digestive department head nurse found foreign matter on the outer wall of indwelling needle catheter when she opened the package.

Manufacturer narrative:
Medical device expiration date: unknown. Lot #: batch 0119922 does not exist for material number 383322. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using theb d saf-t-intima¿ IV catheter safety system, the device experienced foreign matter within the fluid pathway. This event occurred two times. The following information was provided by the initial reporter. The customer stated: digestive department head nurse found foreign matter on the outer wall of indwelling needle catheter when she opened the package.